Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for spinal therapy for posterior fixation at c3/4/5 lms+t1/2/3 ps and c6/7 dislocation fracture, rupture fracture diffuse idiopathic skeletal hyperostosis was the preoperative diagnosis of this surgery. It was reported that posterior fixation at c3/4/5 lms+t1/2/3 ps was performed as an emergency surgery on 5/6 due to trauma. Around 5/10, recurrence of paralysis was reported. A CT scan revealed that the lms at c3/4/5 had backed out and the external fixation was being managed with a halo vest. Extension fixation surgery from the occipital bone is scheduled to be performed on 5/12. There were no further complications reported regarding the event. Additional information was received as device has been explanted in the revision surgery held on 5/12, and 2 of the explanted devices were reused.

Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery due to instrument malfunction. G2: the country of the event is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.